Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber end broke after 126,487 joules and 18:21 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber. No further information was provided.

Manufacturer narrative:
Visual examination with magnification identified that there was a chunk of the glass cap missing that was evident in the output window indicating glass cap detachment. Additionally, the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing exist. There were some burn marks and detritus on the metal cap around the output window. During functional testing with the hene (helium-neon) laser fixture, the aiming beam was observed both in the output window and the distal tip of the device. Based on the observed glass cap detachment and circumferential distal fracture, the reported event was confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment and circumferential distal fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment and circumferential distal fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber end broke after 126,487 joules and 18:21 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber. No further information was provided.